Manufacturer narrative:
(B)(4). The device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
During a surgical procedure the surgeon noticed that the bag was missing from the device so he used another one without any problem. But five days later, because of pains a scan was performed, and the bag was found in the patient, which necessitated another surgery. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at time of manufacture of the complained lot. The root cause of reported defect was determined as human error during surgery. The surgeon wrongly evaluates the issue that the memobag is missing. It is obvious that the memobag was presented in the sheath and was pushed into the patient and that the scan was not performed. This memobag was found after 5 days. As the root cause of the complained defect was determined human error during surgery, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
During a surgical procedure the surgeon noticed that the bag was missing from the device so he used another one without any problem. But five days later, because of pains a scan was performed, and the bag was found in the patient, which necessitated another surgery. The patient's condition is unknown at this time.